Event description:
The customer reported when transferring the unit to back up battery the unit shut off. During use on a patient on the lap top ventilator 1200. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.